Manufacturer narrative:
The device was returned to cardiac surgery on apr 14, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro dissection cone tip detached while the harvester was screwing it on the scope. It detached by the adhesive, as if there was no glue present. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.